Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 527 mg/dl. Customer also reported that, the no delivery alarm occured during prime. Customer assisted customer in performing a 5.0 unit fixed prime. Customer stated that, the insulin did not exit and pump alarmed no delivery. Customer advised to run manual prime with empty pump until piston reaches end of travel and insulin pump alarmed with no reservoir. Customer reports pump alarmed during manual prime. Customer advised to replace the infusion and reservoir as soon as possible for determining the reason of no delivery alarm. Customer declined troubleshooting of the high blood glucose. The insulin pump will not be returned for analysis.